Event description:
It was reported that the ilet pump screen was cracked at the bottom and would not respond to touch, preventing the user from unlocking and reconnecting the pump after a period off pump therapy due to lack of supplies; a replacement was initiated and the user was instructed on shutdown, data sync, return process, and that data would not transfer to the replacement, with guidance to continue cgm use as applicable. Symptoms included hyperglycemia with a reported blood glucose of 427 mg/dl. Outcomes included no reported hospitalization or medical intervention. Investigation included complaint intake review and troubleshooting with user education. Investigation of this case revealed a damaged display/touch interface consistent with a physical screen break, resulting in loss of device operability. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical impact.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.